Event description:
(B)(6) female patient was involved in a company-sponsored observational study titled "post-approval study protocol: a study to evaluate the effectiveness of essure post-novasure radiofrequency endometrial ablation procedure following a successful essure confirmation test" (protocol: (B)(4)). The patient ((B)(6)) had essure inserted. The report describes a case of uterine haemorrhage ("abnormal uterine bleeding"). The patient's past medical history included endometrial ablation. On an unknown date, the patient had essure inserted. On (B)(6) 2018, the patient experienced uterine haemorrhage (seriousness criterion intervention required). The patient was treated with surgery (on (B)(6) 2018 she underwent a hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine haemorrhage outcome was unknown. The relationship of uterine haemorrhage to treatment with essure was not reported. The reporter commented: on (B)(6) 2018 patient complained of abnormal uterine bleeding, pelvic pain and failed endometrial ablation, h/o essure. On (B)(6) 2018 left and right tubes were removed intact. The patient underwent a salpingectomy (robotic assisted), hysterectomy (robotic), cystoscopy and culdoplasty. No vasoconstrictive agent was used during removal. She tolerated the procedure well. Ultrasound was performed to localize the inserts prior to removal. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Year-old female patient was involved in a company-sponsored observational study titled "post-approval study protocol: a study to evaluate the effectiveness of essure post-novasure radiofrequency endometrial ablation procedure following a successful essure confirmation test" (protocol: (B)(4)). The patient (patient ID: (B)(6)) had essure (batch no. C51073) inserted for birth control. The report describes a case of uterine haemorrhage ("abnormal uterine bleeding"). The patient's past medical history included endometrial ablation. On (B)(6) 2015, the patient had fallopian tube occlusion insert placed. On unknown date, patient had endometrial ablation procedure with novasure. On (B)(6) 2018, the patient experienced uterine haemorrhage (seriousness criterion intervention required). The patient was treated with surgery (on (B)(6) 2018 she underwent a hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2018. On (B)(6) 2018, the uterine haemorrhage had resolved. The investigator considered uterine haemorrhage to be unrelated to essure. The reporter commented: on (B)(6) 2018 patient complained of abnormal uterine bleeding, pelvic pain and failed endometrial ablation, h/o essure. On (B)(6) 2018 left and right tubes were removed intact. The patient underwent a salpingectomy (robotic assisted), hysterectomy (robotic), cystoscopy and culdoplasty. No vasoconstrictive agent was used during removal. She tolerated the procedure well. Ultrasound was performed to localize the inserts prior to removal. The investigator causality assessment was possibly related to preexisting condition. Most recent follow-up information incorporated above includes: on 31-aug-2018: essure insertion date ((B)(6) 2015); essure removal date ((B)(6) 2018); essure lot number (c51073); essure indication (birth control); onset date of event abnormal uterine bleeding ((B)(6) 2018); stop date of event abnormal uterine bleeding ((B)(6) 2018); outcome of event abnormal uterine bleeding (resolved); and investigator causality assessment (possibly related to preexisting condition). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.